Manufacturer narrative:
At this time, the lead has not been returned. If the lead is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold and decreased sensing measurements. It was noted that the lead was dislodged. A surgical revision was performed and during the attempt to revise the lead, the helix became difficult to extend. The lead was therefore explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations of dislodgement, high thresholds or sensing issues. The returned paperwork or other input (other than product memory) indicated that a primary failure likely occurred regarding the helix extension difficulty.